Event description:
A medtronic representative reported a loose vertek arm on the stealthstation tria navigation system. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Device manufacture date not available at this time. RMA issued. Evaluation of the device has not been performed at the time of this report. While no patient was present, this issue is being reported because a vertek arm that is loose without being noticed could result in inaccurate navigation, which could result in patient harm.